Manufacturer narrative:
During testing it was noted that the device battery was swollen. This was due to the battery. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The device was returned to the service center with a report from the customer contact that stated, "old battery-exchange". This is not a reportable malfunction. However, during verification testing at the service center, it was noted that the device battery was swollen.